Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2013-07640. It was reported that a guide wire separation occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous proximal end of the left anterior descending artery. A 325cm rotawire and an unspecified rotalink plus were selected for rotational atherectomy. During ablation, it was noted that the distal end of the rotawire separated and remained inside the patient. The separated wire portion was removed, but the physician indicated a fragment may still remain in the patient and is taking a wait-and-see approach. The procedure was not completed. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that 15cm of the wire remained in the patient when the rotawire was removed. The wire fragment was removed with the use of a snare and it took time to remove it. Upon removal, it was noted that the distal part of the wire that was removed was missing. Angiography was performed, but was not able to confirm the distal part of the device was in the patient's body. It was originally reported that the procedure was not completed; however, it was further reported that an unknown stent was implanted in the proximal lad to complete the procedure. There were no patient complications post procedure.